Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to broken orange (+5v) and brown (-5v) wires at the dn connector plug. The belt was unable to pass falloff testing. The root cause for the broken wires was physical abuse. There was no adverse event that resulted from the damaged belt.